Manufacturer narrative:
Alleged failure: following xray imaging a small piece of inserter metal was found inside the cannulated portion of the successfully deployed anchor. The metal appeared to be the length of the anchor but did not protrude from the anchor's most proximal portion. The metal was embedded inside the anchor from what appeared to be due to the internal suture locking mechanism and was unable to be removed from the patient. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) incomplete lever actuation, 2) use of excessive force, or 3) user unfamiliarity with device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. No pieces were left in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. No pieces were left in the joint.